Event description:
It was reported that the patient had presented to the clinic for a routine follow-up. It was noted that the right atrial (ra) and right ventricular (rv) leads had exhibited noise oversensing, resulting in pacing inhibition. The noise on the ra lead had also resulted in episodes of inappropriate mode switch. The noise was not reproducible. Both the ra and rv leads remained implanted and continued to be monitored. There were no patient consequences.